Manufacturer narrative:
Device is combination product.

Event description:
It was reported that it was difficult to cross the lesion and stent damage occurred. The 75% stenosed target lesion was located in the mildly calcified and moderately tortuous proximal to mid right coronary artery (rca). Pre-dilation was performed. A 4.00x28 synergy mr stent was advanced to treat the stenosis, however the device was unable to cross the distal part of the lesion. Upon checking outside of the body, the mounted stent was found to be lifted. Balloon dilation was performed again and after replacing with a different stent, stent placement was performed. No patient complications were reported.